Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. The patient reported that her husband found her incoherent but conscious for which her husband treated her with glucose tablets. At the time of the hypoglycemic event the patient reported that her cgm at the time was reading 200 mg/dl and blood glucose meter reading was 42 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient report feeling okay.